Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient stated the therapy is bugging them all the time and they wanted to decrease the stimulation. Patient states on 2024-05-24, they increased therapy "with your help" or from "someone", but now that level is "constantly zapping me," causing the patient pain. Agent walked patient through how to decrease stimulation. Patient was able to successfully decrease stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient did say they were not having relief of their urinary symptoms. When asked what date the symptoms began, patient said they did not know, but then said it's been several days. When patient confirmed they saw hcp a few weeks ago for a cystoscopy. Patient then went on to say that they see hcp for all their "problems. Redirected to managing hcp for ongoing issues, and patient did confirm they would be following-up soon.

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2024 they called to take it down to 2.4. Then on (B)(6) 2024, it bothered them so much that they lowered it to 2.3. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient.. The patient said that their symptoms are okay during the day and seem to be decreasing at night, . The patient also said that since their last call, the patient decreased the stimulation again as she was still feeling too much pain, and since decreasing the stimulation, she has felt comfortable.